Event description:
Related manufacturer reference number:2017865-2022-41789. It was reported that the patient presented for a scheduled procedure for intervention of severe tricuspid valve regurgitation. Post operative ECG monitoring revealed indiscriminate pacing artifacts without apparent rhythm or capture. Upon further evaluation, no capture was noted to either lead with maximal device output. Noise and abnormal impedance values were also noted. Chest x-rays reveal possible physical compromise to both leads with possible micro-dislodgments. Both leads were capped and replaced on (B)(6) 2022. The patient was in recovering condition.